Event description:
It was reported, the programmer makes a loud noise for several minutes upon start up. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Programmer has a loose ECG (electrocardiogram) connector. Wrist electrode and driven lead tests are out of specification. System fan gets noisy after programmer is left on for a while. System errors found in the programmer error log.